Event description:
It was reported remotely to the clinic that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient was brought to the clinic and programming changes were completed on (B)(6) 2021. There were no adverse consequences to the patient.